Manufacturer narrative:
(B)(4). Method: the complaint rt202 adult inspiratory heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the rt202 adult inspiratory heated breathing circuit was leaking air. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the rt202 adult inspiratory heated breathing circuit states the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A customer reported via (B)(6) that a rt202 adult inspiratory heated breathing circuit was leaking air. There was no reported patient involvement.